Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon was taking the short gastric vessels and when the surgeon reached the most cephalad vessels, the surgeon placed the device in a pool of liquid. The device was activated and caused a spray. The rep told the surgeon this was caused by "transient low pressure" around the blade. The case continued without incident. Two nurses pulled the rep aside near the end of the case and stated that they saw the surgeon burn the pt's liver or the stomach. The nurses thought they saw a big black line on the organ. The rep asked the surgeon to look at the organs and nothing was seen. The spleen did have some purple markings (tissue) on it that looked like a bruise. The surgeon said they may have touched it while the device was activated.